Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 608 mg/dl. The customer stated that the cannula was bent when she removed the infusion set, but she never got a no delivery alarm. The customer changed the infusion set, and that cannula was bent also. Found that the customer has lost body fat and has been exercising more. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.